Event description:
According to the reporting center the patient presented with a prominent device with thin skin flap during a visit in 2000. The surgeon repositioned the device at that time and the patient continued to do well with the implant. In 2001, the patient returned to the center because it appeared that device had migrated again. It was noted that device continued to be functional. Revision surgery was scheduled the following month. Approx one week prior to revision surgery, the skin had begun to erode and "watery fluid" began to drain. The device was successfully explanted. The clinician concluded that the event was due to non-specific chronic inflammation.